Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: the user's test strips had a poor storage (kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 297 mg/dl. The customer's expected fasting blood glucose test result range is 70-120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification, customer storages the meter and the test strips in the bathroom. The test strip lot manufacturer's expiration date is 7/29/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).